Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 429 mg/dl. The customer did not provide information about symptoms and treatment. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. Customer states the insulin exited. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.